Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 years post op the initial right rtsa, this (B)(6) female patient was revised due to an infection. Infection started after patient received an open acj excision in (B)(6) 2021 in the (B)(6). Patient had a soft tissue anchor in the gt, surgeon was unsure what it was originally used to attached to. Devices will not be retuning due to hospital policy. Patient required prolonged hospitalization as a direct result of this infection issue. Surgeon aware the revision was not as a direct result of exactech implants.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.